Event description:
It was reported the patient experienced a loss of therapeutic effect, which resulted in a loss of bladder control. These symptoms started a week ago. The patient is on program 1 at 3.5. Stimulation was felt in the "bike seat" area, which had changed. When stimulation was increased, the patient felt a tingling and shocking sensation down her left leg. The patient had not tried program 2, 3, and 4. The patient felt like the leads had possibly moved. There were no falls or trauma recently. The patient felt soreness where the leads were placed. On programs 2, 3 and 4, the patient continued to feel stimulation in the left side of her leg and the buttock area. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v931596, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).